Event description:
Event occurred on tuesday, problems began on the preceding monday. Phlebotomist went to work, hands were itching. Hands have itched for about a year, every time she wears these gloves. She first noticed that her eyes were itchy, as well as the area under her bra. Her knuckles had been bleeding from the hand irritation. The itching spread from her chest to her stomach, and she was up all night scratching. She bathed in oatmeal and applied a paste of baking soda to her skin. On tuesday she wore 3-5 pairs of the gloves, and began to have shortness of breath. She reported this to quest, her employer, who sent her to the emergency room. She lost her voice. She was given benadryl IV, cortisone and epinephrine. Tagamet was also prescribed.